Event description:
It was reported that a physician's dell x50 handheld device was not working properly. The handheld would not hold a charge and when plugged into the wall, the power light will not illuminate. When the device is turned on, it will immediately turn off. The main battery was verified to be installed properly and the battery latch was not disabled. Changing out the ac adapter did not resolve the issue. The handheld is typically stored in the nurses' station and was not mishandled. A replacement handheld device was sent to the physician and good faith attempts to obtain the dell x50 in question have been unsuccessful to date.